Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter st elevation was observed. At the end of the procedure cti ablations were performed, these ablations are considered off label use as the farawave is only indicated for treatment of the pulmonary veins. Nitroglycerin was given and the st elevation resolved within ten minutes. The procedure was completed with no further complications and the patient is considered fully recovered. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event.the catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.